Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s) and was questioned by the pharmacy. The sample was repeated on the same instrument and an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). The customer stated that they had additional discordant vancomycin results, but did not have any data to provide. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument filter data, which indicated that there had been a fibrin clot in the sample. The ccc advised the customer to repeat the sample on the same instrument. The customer repeated the sample and it matched the result from the alternate instrument. The cause of the discordant vancomycin result was related to the sample integrity of the sample. The instrument is performing according to specifications. No further evaluation of this device is required.